Manufacturer narrative:
The reported fast-fix 360 curve needle delivery system intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix 360 curved needle delivery system t1 anchor was deployed successfully; however, after penetrating the meniscus to deploy t2, it was not heard the audible click when pressing the grey button. Then, the surgeon tried again and bulled back the delivery needle to check the deployment, but found out that t2 was stuck. The surgeon removed the delivery needle with some force and made t2 to fall out. The t1 was removed with a grasper. Another fast-fix device was used to successfully finish the repair without a significant surgical delay. The patient did not suffer any damage or injury.